Event description:
On 24-sep-2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 23-sep-2021, the device was tested per quality quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information regarding the device, kci's assessment remains the same. It cannot be determined that the alleged necrotic tissue and cellulitis are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrotic tissue and cellulitis are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient stated there was allegedly a foul odor coming from the activ.a.c.¿ ion progress¿ remote therapy monitoring system, the canister was full and did not have additional canisters. The patient contacted the hospital and was advised to go to the emergency room. The patient was allegedly told in the hospital the wound had dead tissue and an infection. On (B)(6) 2021, the following information was reported to kci by the home health agency nurse: the patient was started on their service on (B)(6) 2021 and the notes that they received from the previous agency show that the patient was in the hospital for a debridement to remove dead tissue but no mention of an infection to the wound. On (B)(6) 2021, per review of medical records noted the following: on (B)(6) 2021, the surgeon noted the patient developed a morell lavalee lesion following a motor vehicle collision and previously underwent a debridement on (B)(6) 2021 and v.a.c.® therapy was placed. The patient then presented to the hospital after noticing her wound v.a.c.® was filled and had a foul smell. The patient is now status post I&d with wound v.a.c.® placement on (B)(6) 2021. Upon inspection of the wound on (B)(6) 2021, "the tissue appeared overall healthy with beefy red granulation tissue at the base of the wound. There was noted to be some necrotic tissue along the medial part of the incision made at the previous surgery which was sharply debrided. This included the skin and soft tissues down to the level of the muscle. There were a few other areas of necrosis at the level of the skin subcutaneous tissue which were also sharply debrided. The wound was then inspected for hemostasis. The wound was then thoroughly irrigated. The incision made along the lateral thigh was then closed with vertical mattress sutures." No infection was noted. On (B)(6) 2021, the following information was reported to kci by the physician's office nurse: the patient underwent an excisional debridement of nonviable skin and subcutaneous tissue on (B)(6) 2021. Wound measured 30cmx22cmx3cm. Patient had cellulitis on wound edges and was placed on IV antibiotics. No additional information was available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.